Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is the device was inserted at an angle not recommended in the instructions for use (IFU) or there was some kind of resistance to insertion in the vessel. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was unable to be advanced in the middle. The assembly was removed from the artery, verified that the locator and the insertion sheath were firmly assembled, and then attempted again to be inserted into the artery. However, the assembly stopped advancing at the same point due to resistance. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci) (lad#7 with severe calcification). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There were no other device or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.